Event description:
Device analysis performed on the returned radio frequency ablation electrode revealed that the shaft of the electrode was completely severed from the hub. The severed shaft was likely due to unintended excessive external mechanical force.